Event description:
Customer reports that she inserted and undosed strip and received a lo result. No blood was applied to the strip. No action taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.